Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 7mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a lower extremity percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. A 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was used for dilation. The balloon ruptured during 2nd inflation at 10 atm. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was good.